Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) results from multiple patients that were generated by the access 2 instrument. The customer indicated that six (6) pt samples were tested for psa and results of: 0.6ng/ml, 1.8ng/ml, 0.4ng/ml, 0.4ng/ml, 0.4ng/ml, and 3.3ng/ml were obtained for patients a to f respectively. The results were reported out of the lab. All 6 patient original samples were re-tested for psa and higher results were obtained. Corrected reports were sent out for patients a to f. No additional information regarding this event is available. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. However, actual qc data was not provided. System check information was not supplied. The samples were collected in 12x75 serum tubes. The specimens were sampled from the primary tubes with insert cups. Based on available information, the customer was obtaining phase lock loop and pipettor motion errors. A field service engineer (fse) was dispatched to the customer's lab on 03/05/2007. The fse indicated that system check performed prior to service visit passed. The fse conducted level sense, diagnostic and qc testing; all results passed within specifications. The fse noted a possible problem with the rack placement on the system. There was one sample carousel error and pipettor z errors that could indicate the pipettor bumping the rack. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.